Event description:
Doctor reported events of "vomiting and acid reflux". Doctor performed an explant surgery to treat the events.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Vomiting, and reflux are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of vomiting as follows: "vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended". Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."